Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached over 800 mg/dl while wearing the pod between 36 and 48 hours. When the pod was removed from the infusion site, the pod's cannula was found to be dislodged and the pod was stained with insulin. Symptoms reported include vomiting, diarrhea, and the patient had passed out. The patient's wife called 911 and the patient was admitted to the hospital on (B)(6). The patient was released on (B)(6). The patient was treated with insulin, unspecified intravenous treatment, and cardiopulmonary resuscitation. Patient reported insulin triggered some heart issues. The pod was removed by emergency medical services.

Manufacturer narrative:
The pod was received fully deployed. No damages or deficiencies were observed that would contribute to the reported dislodged cannula. The cause of the reported dislodged cannula could not be determined. No damages or deficiencies to the fluid path were observed that would result in the pod leaking during wear. A leak test was performed where the soft cannula was occluded, ratchet gear rotated, and fluid path was inspected. No damages or leakages were observed. No problem was found.